Event description:
The report stated that a pt was treated with radio frequency ablation for an osteoid osteoma of the left femur. Upon completion, a 2nd and 3rd degree burn under the grounding pad was noted. The burn was initially treated with silvadene and was followed by surgery. Pt also required surgery to remove left thigh necrotic seroma status post radio frequency ablation (rfa). Two grounding pads has been used, one on each thigh. A draining sinus was also noted along the initial application port of the probe. This was resected during the subsequent surgery.

Manufacturer narrative:
A call to the risk mgr at the site found the generator was not being returned and has been in use since the incident without problem. The dgphp pt return electrode pad and the act1510 needle electrode have been discarded by the site and were not available for eval.